Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, it was noted that the right atrial (ra) lead values had changed, and it was determined that the right atrial (ra) lead had dislodged. The physician chose to explant and replace the ra lead because they were concerned about a blood blockage in the lead lumen. It was further reported that the left ventricular (lv) lead had also dislodged and pulled back to the coronary sinus body. The lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.